Manufacturer narrative:
Manufacturer's report date 3/27/1998 pump was returned and evaluated. Pump had evidence of dried solution spillage in pumping mechansim. User facility will be advised to refer to service bullition #392a which addresses proper cleaning and maintenance of pumping mechanism. Rate accuracy was performed and found to meet manufactuerer's specifications. Co was unable to verity reported overinfusion. Gap between follower housing and pressure plate was found to have narrowed slightly. It has been determined that, as result of instrument wear or improper maintenance, gap in pump mechanism may narrow, if gap becomes too narrow, it may become more difficult to correctly install the IV tubing, which may result in overinfusion. Other causes of overinfusion may be user mis-programming pump or not using roller clamp when set is outside of pump mechanism. In addition, correct set loading procedure should be followed per directions for use (page 9) which states: "close mechanism by pushing orange latch to left. Verify tubing is fully within mechanism and air-in-line detector. Do not use door to close orange latch." MFR has implemented label instructing user on proper loading of IV set with warning that misloading set may result in freefloe condition. Safety alert dated 4/14/1997, has been mailed instructing user to: a) measure mechanism gap; b) replace follower housing assembly if necessary; c) ensure that set is correctly loaded into pump mechanism.

Event description:
It was reported that an overinfusion of medication occurred. The pump was set to deliver 100ml/hr. It was noted that 100cc infused in less than 2 minutes. There was no resultant pt complication.